Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler a livanova field service engineer was dispatched to the customer and confirmed the error. Troubleshooting identified the circulation motor was stuck and, to solve the issue, it was replaced. The system was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that 3t heater cooler system displayed error code e07 on patient side during priming. There is no report of patient injury.